Event description:
In the pacu after a plastic surgery procedure, the patient developed a hematoma in the breast wound due to non functioning drain. The doctor first irrigated the drain, and then removed a stitch. He then prepped and draped the wound and injected 1% lidocaine. The patient's stitches were removed and the hematoma was evacuated. The end of drain was identified and the wound was closed. The drain was still not functioning appropriately, so saline was injected into the drain and observed in the breast. The patient was then re-prepped and draped and the stitches were again removed, the drain was identified and the tubing cut and the drain removed. A new drain was inserted which functioned properly. The doctor concluded problem was due to a defective drain.